Event description:
(B)(4) "while cleaning the needle holder after the procedure, it was observed that a one half inch piece of metal jaw was noted to be missing. A portable kub (kidneys, ureters, bladder) x-ray was performed in the (B)(6) which was negative for any foreign bodies. This event did not lengthen the patient's length of stay and there was no injury noted to the patient. The surgical procedure was a colostomy take-down, lysis of abdominal adhesions, with side to side re-anastomosis of the colon."

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.